Manufacturer narrative:
Inspected 5 opened/used sensor and found 1 of 5 sensors with cannula broken missing broken part. See attached file for details. Performed continuity resistance test to 1 fo 4 remaining sensors and sensor passed per specifications. The sensor passed per specifications. .

Event description:
The customer reported via phone call that the sensor had change sensor and sensor cannula to become retracted. The customer¿s blood glucose was unknown. The sensor will not be returned for analysis.